Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 20-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), anxiety ("anxiety attack"), arthralgia ("joint pain"), back pain ("lumbar pain"), dyspnoea ("breathlessness sensation"), fatigue ("chronic fatigue"), gait disturbance ("difficulties to walk during a long time"), visual impairment ("visual disorders") and auditory disorder ("hearing disorders"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypertension, anxiety, arthralgia, back pain, dyspnoea, fatigue, gait disturbance, visual impairment and auditory disorder outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, auditory disorder, back pain, dyspnoea, fatigue, gait disturbance, hypertension, pelvic pain and visual impairment with essure. The reporter commented: events happened from 2016 - 2017. Actual state of the patient: she regularly saw a cardiologist and regular physician for hypertension. She will undergo a surgery to remove essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-dec-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9024 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.